Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-13995n needle broke. This occurred during a rotator cuff tear when the tip of the needle broke off while passing through the cuff and hitting the bone. The c-arm was used to try and retrieve the broken fragment, but it was unable to be retrieved. A new scorpion needle was opened and used to successfully finish the case with no issues. Additional information provided 10/14/2021: the needle was being used to pass a #2 fiber link (ar-7235).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.